Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 30 degree endoscope plus endoscope was placed on an in-house diagnostic tester or equivalent and found with local button controls not working properly. The endoscope failed the button functionality test due to light button. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The endoscope was visually inspected and manually tested by hand using a series of movement tests and failed. The endoscope was detected with rattling or noise from the housing and/or detected loose balls from the led windows. The endoscope was disassembled and confirmed with dislodged desiccant balls inside backend housing. The endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed hairline crack on light button of the button pack assembly. The endoscope was evaluated and placed on a diagnostic tester or equivalent for functional testing. The light leakage test or equivalent was performed to detect if any image quality defect were detected in either or both eyes. The endoscope was found with an artifact in left eye. The endoscope was disassembled, and the camera module was visually inspected and placed on an internal tester and failed. The camera module failed no image. The complaint regarding lens not shifting properly when button was pressed was confirmed by failure analysis. The probable root cause of functional test failed button functionality is not determinable/applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope plus lens was not switching properly when button was pressed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was reported that during targeting, the endoscope moved freely with uncontrolled motion and the camera would not target when the button was pressed, although the image was not inverted and there was no reversed control on the system arms. The endoscope orientation was confirmed by the surgeon, the user interface correctly indicated image orientation, and the endoscope and adapter/base remained properly engaged with no visible damage and no 180-degree manual rotation prior to the event. The issue was resolved by completing the procedure with a backup endoscope, and no patient injury was reported as a result of the vision issue.